Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with 400cc mentor memorygel breast implants and experienced postoperative bilateral capsular contracture (baker grade ii on the left side; baker grade IV on the right side). A mammogram and ultrasound on (B)(6) 2019 identified a right-sided rupture. The diagnoses were confirmed by a physician upon examination. As a result, the patient has a bilateral explantation scheduled for (B)(6)2020. This report is for the patient's left-sided device.